Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and other chronic/interact pain (trunk/limbs). It was reported the reason for modification was due to patient scoliosis and irrigation the anchoring suture catheter the decision was made to insert a new catheter the event date was noted as (B)(6) 2017. The patient's baseline weight was noted as (B)(6). The patient's pump was replaced due to normal battery depletion.